Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (error code while charging battery) has been confirmed. Upon investigation the battery charger/modem was unable to charge a battery pack. The cause for the failure was isolated to a thermally damage q1 current-controlling transistor and u13 cmos flash microcontroller on the bedside pca. The root cause for the damaged q1 transistor and u13 microcontroller could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem displayed an error code while charging a battery.